Event description:
Additional information was received indicating that no injury resulted.

Event description:
A x-smart plus would not hold files. The event outcome is unknown as of this MDR evaluation.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The cartridge was replaced. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.